Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/4/2022, it was reported by a sales representative via phone that a patient had a right shoulder rtsa on (B)(6) 2019. Patient underwent a revision surgery due to chronic instability of the glenoid, which appeared to be worn out. However, sales representative could not confirm if any of the arthrex implanted devices had broken. Additional information received on 5/12/2022: the original procedure occurred on (B)(6) 2019 and patient underwent revision surgery on (B)(6) 2020. Both procedures were performed at the same facility and by the same surgeon. On (B)(6) 2019, an ar-9501-05p humeral stem, an ar-9502f-36cpc suture cup, an ar-9503-3633-3 humeral inserter, (2) ar-9560-24 baseplate, from different lot numbers, an ar-9561-20s central screw, an ar-9561-25s central screw, (3) ar-9563-16 peripheral locking screws, one being from a different lot number, and ar-9564-2433 glenosphere were implanted. Sales representative cannot confirm which devices were explanted during revision surgery on (B)(6) 2020. However, during revision surgery on (B)(6) 2020, an ar-9503-3633-3c humeral inserter, an ar-9560-24 baseplate, an ar-9561-35s central screw, and ar-9563-16 peripheral locking screw, ar-9563-20 peripheral locking screw, ar-9563-24 peripheral locking screw, an ar-9563-32 peripheral locking screw, and an ar-9564-2433-lat glenosphere were implanted.